Event description:
It was reported that the handpiece continued to run on its own. There was no patient involvement. There were no adverse consequences associated with the event.

Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the rotor assembly broke off in the motor. The motor and housing, along with other components, were replaced.